Manufacturer narrative:
The aforementioned pacemaker was received in a sterile blister. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was received and analyzed. In agreement with the complaint description, an interrogation of the device was not feasible. Therefore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal. The pacemaker operated in the safety back up mode. During the further course of the analysis a pacemaker reset was initiated, using a technical programming tool, to resume the interrogation functionality. Subsequently an interrogation of the device was properly feasible. An analysis of the pacemakers memory content after the reset documented a flawless device behavior. Based on the memory the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable, however, it cannot be excluded that the reported radiotherapy may has contributed to the clinical observation. In conclusion, the clinical observation resulted from an invalid memory content mostly likely caused by the reported radiotherapy. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - when the patient was in for a follow-up, the device could not be interrogated. There was no reaction from the programmer. At the last follow-up, six months ago, the longevity for the device was around four years. The patient then mentioned that she had radiation therapy for pancreatic cancer for the last six weeks, five times each week, for 10 minutes each time. An EKG was done and the recorded magnet rate was 83 ppm and pacing rate was 70 ppm. The pacemaker has not been returned for analysis.